Manufacturer narrative:
At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 39 events indicating an insulin shaft encoder failure that persisted through several restarts, and the user was advised to perform a supply change and call back for replacement if the alert reappeared. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a device alarm consistent with an insulin delivery mechanism fault localized to the shaft encoder, with no corroborating evidence of glycemic impact at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to the encoder/delivery mechanism. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.